Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2k91-78 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer reported falsely elevated architect ca 19-9xr results on a patient. Results provided: 37.59 / 43.1 / 45.88 / 40.62 u/ml (reference range: <37u/ml), previous result in april = 20.34 u/ml. It is unknown if the patient has been diagnosed with pancreatic cancer. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, and inhouse testing of a retained kit with the complaint lot number. Trending review determined no trends for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot. Inhouse testing determined that the accuracy performance is not negatively impacted. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Based on our investigation, we have determined that there is no systemic issue and/or product deficiency with architect ca 19-9xr reagent lot 35582fp00.